Event description:
During evaluation of the device, a philips bench engineer noted the device failed opcheck for charge button, defib and pacer test.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.